Event description:
I began using bausch and lomb renu contact solution with moistureloc and developed what I believe to be an eye infection in the early morning hours two days later. My left eye was swollen, very red, very watery, and incredibly sensitive to light. I went to an eye dr who was not able to diagnose my symptoms. Instead, he gave me a cure-all prescription bottle of eye drops. I used them while wearing my glasses for 3 days and the symptoms did not seem as bad as before. I then put a new pair of contacts back in 3 days later and took them out that night. I felt fine until I woke up the next morning with the same symptoms as before. I wore my contacts and used the eye drops the following two days and half of the next day. I put my contacts back in after feeling better at around 3:00 and left them in for 3 hours or so. When I woke up, my eyes were very sore and the wetness was back, but not as bad as the initial symptoms. I am unable to wear my contacts. I read the new release today about the possible connection between the moistureloc solution and fusarium keratitis. I also read that you are doing some testing of pts who may have this infection. I contacted my eye dr this morning but have not rec'd word back yet. I hope some of this info is helpful to you.